Event description:
The complainant reported that the clinicians performed the implant of an advantage system on a female patient in 2009. The physician reported that following the procedure the patient "had little retention for a couple of days." The physician left the urinary catheter in the patient for approximately 48 hours. The urinary retention subsided and the catheter was removed, and the patient was sent home. The patient was reported to be "doing fine now."

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant reported that the device will not be returned for evaluation as it remains implanted in the patient; therefore, a failure analysis is not available. If there is any further relevant information from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event.